Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited intermittent capture, noise over-sensing and low pacing impedance. No intervention was performed. There were no patient consequences reported.